Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia/vaginal pain with intercourse"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with famotidine; ibuprofen (duexis) and surgery ((bilateral salpingectomy-laparoscopic) and ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, depression, migraine, headache and endometriosis outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, endometriosis, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results not available. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2016: results not available.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received : aka name added, patients demographics added, lot number added. Essure removal date added. Case category was upgraded to incident. Events added- abnormal bleeding (general), migraines, headaches, dyspareunia, abdominal pain, back pain, endometriosis. Events onset date and severity added. Treatment drug and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, ovarian cyst, dysmenorrhea, stomach cramps, menses irregular, libido decreased, gallstones, anemia, genital herpes and multiparous. Concurrent conditions included endometrial thickening, menses irregular, douglas' pouch effusion, pelvic adhesions, uterine ablation, d & c, cystoscopy, uterine bleeding, adhesive middle ear disease, pain, headache, light headedness and chronic fatigue syndrome. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and topiramate (topamax). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia/vaginal pain with intercourse"). In (B)(6) 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain"), endometriosis ("other injury(ies) or complication (s) please describe:endometriosis") and pelvic abscess ("abscess"). The patient was treated with famotidine;ibuprofen (duexis) and surgery ((bilateral salpingectomy -laparoscopic), lysis of adhesions and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, migraine, headache, endometriosis and ovarian cyst outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2016 discrepant information received regarding removal details as per current pfs plaintiff claimed that essure device was not removed. Discrepancy noted in essure insertion date:- (B)(6) 2016 and (B)(6) 2016. Discrepancy noted in essure explant date:- (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results not available.. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: results not available. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migraine, headache, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, ovarian cyst, dysmenorrhea, stomach cramps, menses irregular, libido decreased, gallstones, anemia, genital herpes and multiparous. Concurrent conditions included endometrial thickening, menses irregular, douglas' pouch effusion, pelvic adhesions, uterine ablation, d & c, cystoscopy, uterine bleeding, adhesive middle ear disease, pain, headache, light headedness and chronic fatigue syndrome. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and topiramate (topamax). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia/vaginal pain with intercourse"). In (B)(6) 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and endometriosis ("other injury(ies) or complication (s) please describe:endometriosis"). The patient was treated with famotidine;ibuprofen (duexis) and surgery ((bilateral salpingectomy -laparoscopic), lysis of adhesions and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, migraine, headache, endometriosis and ovarian cyst outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2016. Discrepant information received regarding removal details as per current pfs plaintiff claimed that essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results not available. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2016: results not available. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migraine, headache, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New event: tumor / teratoma / cancer type: ovarian cysts added. New reporters, outcome for events and concomitant conditions were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, ovarian cyst, dysmenorrhea, stomach cramps, menses irregular, libido decreased, gallstones, anemia, genital herpes and multiparous. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and topiramate (topamax). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia/vaginal pain with intercourse"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with famotidine;ibuprofen (duexis) and surgery ((bilateral salpingectomy -laparoscopic) and ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, depression, migraine, headache and endometriosis outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2016 discrepant information received regarding removal details as per current pfs plaintiff claimed that essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results not available.. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2016: results not available.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, heavy bleeding, migraine, headache, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr received : new events, " abnormal bleeding (vaginal haemorrhage, menorrhagia) were added. New reporter contact information was added. Patient's information was added. Onset dates of events were added. Medical history was added. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia/vaginal pain with intercourse"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), back pain ("back pain") and endometriosis ("endometriosis"). The patient was treated with famotidine;ibuprofen (duexis) and surgery ((bilateral salpingectomy -laparoscopic) and ablation.). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, depression, migraine, headache and endometriosis outcome was unknown and the dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, endometriosis, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date : may2016 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2016: results not available.. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6)2016: results not available.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.